Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi and labeling review there was the possibility that there might have been the difference the difference between the reprocess method conducted by the facility and the reprocess method indicated in the instruction manual. Olympus stated the appropriate reprocessing of (B)(4) and the counter measures against abnormalities in the instruction manual of (B)(4).

Event description:
Olympus medical systems corp. (Omsc) was informed that during the removal of the distal end cover for repair at olympus medical systems india (omsi), it was found that there were foreign material around the forceps elevator and under the forceps elevator. There was no report of patient injury associated with the event.